Event description:
An aneurx bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. Vessel morphology at the time of the event was reported to be moderate angulation of the aortic neck tortuosity was moderate in the iliac arteries and moderate calcification throughout the vessel. It was reported that the patient has a proximal type I, type ii from the lumbar artery and a type iii endoleak below the flow divider on the contralateral side. There is no stent graft migration. It was reported the cause of the type I endoleak may be related to disease progression resulting in expansion of the aortic neck resulting in the type I endoleak. It was reported that there may have been a type I endoleak since the time of implantation that has persisted. The type I and type iii were repaired by placement of iliac limb and using an angioplasty balloon within the stent graft. Additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: other (graft material).